Event description:
According to the reporter, the customer called and reported a failure to attach. No intervention was performed to correct any injury and there was nothing unusual about the patient or procedure which caused the failure to attach. The patient received an endoscopy prior to the procedure and the esophagus appeared normal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received. The customer confirmed that two capsules failed to attach to the esophagus for a single patient during the initial procedure.

Manufacturer narrative:
Evaluation summary one capsule was returned to medtronic for evaluation; the delivery system was not returned. The device was visually inspected for external damage. The capsule was not attached to the delivery system. The trocar needle was not advanced. There was signs of blood and tissue on the returned product. The capsule electrodes were visually acceptable. As product was received, the device seemed to be functioning according to specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.